Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during usage, the device alarmed and the oscillator stopped. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Updated sections: g6, h2, h6, and h11. A field service engineer (fse) went on site to evaluate the device. Upon arrival, the fse powered on the device and noted active alarms for min paw and paw < 20%. The maximum paw was configured to 14, while the measured paw was below 20%, which activated the alarms and halted the oscillator. The fse informed the customer that the configured settings were the cause of the alarm and oscillator stopping. A full verification was subsequently conducted in the customer's presence, revealing no issues. The device is functioning within specifications, and no malfunctions were detected.